Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :examination and functional testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: UDI lot, concomitant medical product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were 2 instruments that were broken that caused issues. The first was the t-handle from the revision reamers malfunctioned. Every time we attempted to remove a reamer after use, it was stuck and had to hit it with the mallet to get the reamer to disconnect. The second issue was that the torque wrench from the hp fem trial tray did function properly. When we were using the wrench to attach the augments to the femoral implant, the torque wrench did not release when reaching the proper tightness. This resulted in the allen wrench to shear off inside the set screw within the augment. This happened three times. The doctor was able to remove the broken pieces from the implant. Was surgery delayed due to the reported event? -- no, was procedure successfully completed? -- yes, were fragments generated? -- yes, if yes, were they removed easily without additional intervention? -- yes, patient status/ outcome / consequences -- no.